Event description:
Pt reported that the meter/hcp meter comparison test readings were 140 mg/dl (ss) versus 110 mg/dl (hcp), respectively (27% difference). Tests were done 30 minutes apart. No symptoms were reported. Lfs rep reviewed cleaning and use of control solution with pt. The meter was replaced. There was no allegation of harm.